Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance and low intrinsic amplitude measurements that were detected via the patient's remote home monitoring system. This was a known issue with physician. Furthermore, the patient was evaluated; however, the source was still not determined. The patient will then be monitored. This system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement that was detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the source of high out-of-range pacing impedance measurement was not conclusively identified. The patient was monitored. This system remains in remains. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.